Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone critical pump error was found in insulin pump screen. The customer was advised to revert the back up plan. The insulin pump will be return for analysis.

Manufacturer narrative:
Open book/critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on printed circuit board. Corroded motor assembly noted during visual inspection.